Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins). It was reported the patient reported a lack of coverage and the hcp suspected a possible lead fracture or high impedances. The hcp reported the patient was in a motor vehicle accident. The issue was not resolved at the time of the report. Surgical intervention was planned, but not yet scheduled. No further complications were reported.